Manufacturer narrative:
The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: infection (unknown onset).

Event description:
Patient reported "infection on the right side". Device was explanted and replaced.